Manufacturer narrative:
Date of event - used the first date of the month of the aware date, as no event date was provided.

Event description:
It was reported that catheter froze on wire and loss of vascular access occurred. The patient was presented with below the knee disease and fair amount of disease in distal posterior tibial in foot and underwent right leg angiogram. Right antegrade access was obtained via femoral artery. The 65% stenosed target lesion was located in moderately calcified distal posterior tibial artery in leg. Following a 0.014 savion guidewire was advanced down distal pt in leg. The first device, 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, the tip of the balloon flipped on itself and wire. The physician was unable to remove the wire, loss of access was noted with the entire system because wire, and balloon had to be removed out of the patients body together. A second device 20x40x144 coyote balloon with a .014 fathom guidewire and was advanced to lp vessel in the foot. At that point, same issue happened. The tip of second coyote balloon catheter, flipped upon itself inside the vessel. Both wire and balloon had to be removed and once again losing access. A third balloon and wire were pulled and the procedure was successfully completed. There was no harm done to patient and patient was doing well.

Event description:
It was reported that catheter froze on wire and loss of vascular access occurred. The patient was presented with below the knee disease and fair amount of disease in distal posterior tibial in foot and underwent right leg angiogram. Right antegrade access was obtained via femoral artery. The 65% stenosed target lesion was located in moderately calcified distal posterior tibial artery in leg. Following a 0.014 savion guidewire was advanced down distal pt in leg, the first device, 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, the tip of the balloon flipped on itself and wire. The physician was unable to remove the wire, loss of access was noted with the entire system because wire and balloon had to be removed out of the patient's body together. A second device 20x40x144 coyote balloon with a .014 fathom guidewire and was advanced to lp vessel in the foot. At that point, same issue happened. The tip of second coyote balloon catheter, flipped upon itself inside the vessel. Both wire and balloon had to be removed and once again losing access. A third balloon and wire were pulled, and the procedure was successfully completed. There was no harm done to patient and patient was doing well.

Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed damage to the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that may have contributed to the reported event.